Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg had flipped it its pocket, tangling both leads and one of the leads had high impedances. Surgical intervention was undertaken and the ipg and leads were explanted and replaced.